Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was observed to be intermittently depleting rapidly. The customer's blood glucose was 125 mg/dl. Reportedly, the customer reset the pump and battery depletion rate was within normal parameters.